Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the one link IV connector backflowed. The backflow was identified when the infusion was on standby. The user noted that the blood clotted and it was hard to flush. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.